Event description:
It was reported that the endoplege device had a hole in the balloon before use.

Manufacturer narrative:
The evaluation of this device is not yet completed, but is in progress.

Manufacturer narrative:
Evaluation results: the initial report of "endoplege device had a hole in the balloon before use" was not confirmed. The balloon was inflated with 2cc of air and no leaks or holes were detected. The entire device was visually inspected and a kink was noted in the soft tip. Water was introduced through all of the device lumens and the water flowed from where it should. There were no other defects detected. During the manufacturing process, these devices are visually and functionally tested 100% prior to packaging. A review of the device history records was performed for raw-materials, in-process, finished goods, and sterilization for lot number 747591 and there were no non-conformances or capas opened related to the nature of the complaint; this device met all specifications upon release of the product. The root cause for the customer¿s difficulties cannot be determined; however, there is no evidence of a reportable malfunction. Edwards will continue to monitor for trends on a monthly basis.

Manufacturer narrative:
Evaluation results: previous evaluation results were submitted in error. The correct evaluation results are as follows: the endoplege balloon was inflated with colored water and it is noted that there is delamination of the distal balloon bond. The balloon was inspected visually. No evidence of scratches of abrasions which could contribute to this failure mode. The entire device shaft and lumens were visually inspected for kinks and the device has no kinks. Water was introduced through all of the lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Although the root cause has not been confirmed, there is no evidence that the delamination is manufacturing related. No corrective actions have been initiated at this time however we will continue to monitor trends on a regular basis per procedure.